Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the air in line alarm. Eval found the ultrasonic sensor readings to be out of spec (low), which makes the pump more sensitive to air in line alarms. The upstream sensor and pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no pt involvement.